Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system locked up and was not able to be rebooted. There was no patient injury or death reported.